Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge frequency and urge incontinence. It was reported they were groggy and sleeping a lot after her procedure. It was noted the patient began the trial on (B)(6). Additional information from the consumer on (B)(6) reported she started experiencing trouble hearing. The patient noted she needed to have the bandage changed, and the leads were hanging out. The patient noted they were still in the skin, but they were just hanging there. Additional information from the consumer on june 20th reported she hadn¿t been feeling well. The patient stated that her back was bleeding and the tape had come loose. The patient¿s stated the healthcare professional (hcp) had been able to change the bandage. There were no further complications that have been reported as a result of this event.